Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935-65 lead implanted 2012 (B)(6); 4296-88 lead implanted 2012 (B)(6). (B)(4).

Event description:
It was reported that the device indicated elective replacement (eri) early. The device was explanted and replaced. The patient was a participant in the system (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.